Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: it was reported that there is leakage at the blue section.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: it was reported that there is leakage at the blue section.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-02. H6: investigation summary: bd received nine hundred and twenty-five 22 gauge insyte autoguard blood control units from lot 1061875 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer pulled a random sampling of forty-five units. The units were pulled from each box and the loose units to ensure that a representative was tested from each source. Each unit was visually inspected and no visible defects were found. Next, the units were tested for leakage beyond the septum and no leakage was observed coming from the units. An additional seventy-six units were pulled and tested for leakage at the adapter and no leakage was found coming from the adapters as well. There was also no visible damage to these units and their adapters. Therefore, based off the visual inspections and leakage tests the engineer was unable to verify the reported defect. Since no leakage was observed coming from the units a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.